Manufacturer narrative:
Product analysis conclusion the reported difficulty to deploy issues could be appreciated on the films provided; however, the exact cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, although the films provided did not present the patient as having a challenging anatomy. Specific angiogram videos showing the transition from the release of the first few stents, to the delivery system becoming unable to deploy any further were not provided. Analysis of the returned videos did not reveal any out of specification delivery system or stent graft integrity issues. Additional information; it was confirmed that the suprarenal stent had been fully deployed before difficulties were encountered during the attempt to deploy the proximal stent graft. After undergoing open surgery and returning to the vascularsurgery ward, the patient had elevated indicators related to myocardial infarction. The patient was discharged on december 8th. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enbf2813c120ee stent graft was intended to be implanted during the endovascular treatment of a 40.1mm abdominal aortic aneurysm. It was reported that during the index procedure, the stent graft was positioned just below the left renal artery, followed by deployment of the two proximal segments of the stent graft. Angiography confirmed accurate positioning. Deployment continued, but after advancing the blue handle to the fifth segment, it failed to release the covered stent graft. It was stated when this issue occurred, the suprarenal stent had been already deployed. Multiple attempts to rotate the handle to retract or re-deploy the stents were unsuccessful; the outer sheath remained stationary, and the stent graft could not be released. Several attempts were made to quickly deploy it, but without success; the graft cover remained firmly in place. The handle was disassembled, but deployment was still unsuccessful. A balloon was inserted via contralateral access to prevent lower limb ischemia due to possible aortic obstruction. The physician also attempted to cut open the outer sheath at the femoral artery puncture site and pull it down, but the stent graft still could not be deployed. The procedure was then converted to open surgery. The proximal end of the stent graft was cut, and both the stent graft and delivery system were removed. It was confirmed that the device was inspected prior to use with no issues identified, and the procedure was performed in accordance with the instructions for use (IFU). The abdominal aorta was reconstructed with an artificial vascular graft. The patient was hospitalized in the vascular surgery department after open surgery and was transferred to the cardiology intensive care unit 12 days later with a coronary angiography procedure planned. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.